Event description:
Operative report indicates patient showed severe aortic insufficiency 4+. Also noted calcification in the patient's native mitral valve, and mild mitral stenosis.

Event description:
It was reported that a valve was explanted after approximately 11 years of implant duration. Product evaluation found that the device exhibited heavy calcification.

Manufacturer narrative:
Evaluation summary: as received, the valve exhibits heavy calcification in the cusp area of leaflet 1, and minimal to moderate in the cusp of 2. At the free margins, calcification is heavy at leaflet 1 and leaflet 2 at commissure 2. Calcification restricted mobility in the leaflets and led to stenosis. Tears are evident at all leaflets at all three commissures. Leaflet 1 exhibit at tear at commissure 1 by approximately 8mm and commissure 2 by 2-3mm. Leaflet 2 exhibit a tear at commissure 2 and commissure 3 by 5mm. Leaflet 3 exhibit a tear a commissure 3 by 8mm and commissure 1 by 11mm. Calcification is noted at region of the tears in leaflet 2 commissure 2. Swollen and thickened tissue is also noted. Moderate to heavy host tissue overgrowth layer is detected at the free margin of leaflet 1 at commissure 2 by approximately 5mm. Host tissue is minimal to moderate at the stent inflow. Almost half of the sewing ring is missing and the wireform is exposed at commissure 2 outflow aspect due to cuts in the fabric, most likely due to explant. The x-ray demonstrates calcification. Additional manufacturer narrative: patient information and operative report have been requested, however, no new information has been received. At this time, root cause to the noted calcification could not be determined.

Manufacturer narrative:
Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Non-calcific bioprosthetic tissue degeneration (tissue swelling and thickening) is a chronic event with large variability among the recipients. The mechanism of non-calcific tissue degeneration is not fully understood. Considering that tissue degeneration is generally co-localized with the high stress zone on the bioprosthesis, it is possible that both operational mechanical stress and biological factors such as infiltration of pro-inflammatory cells, mononuclear cells or macrophages, may play important roles in leaflet tissue degeneration. However, the time course and involvement of other factors during the early stage of this chronic tissue degenerative process remain unknown. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.